Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The reporter alleged b-cell lymphoma non-hodgkin. The device was returned to a third-party service center. The technician could not confirm foam particles in the air path during the device evaluation. There were some secondary findings like debris on lcd screen and damaged buttons on upper enclosure. The manufacturer was made aware of this complaint through a representative of the customer. If any additional information is received, a follow up report will be filed.